Event description:
A male patient underwent aaa repair in 2009. The patient had a secular abdominal aortic aneurysm. The patient's anatomical form was not suitable for endovascular repair since the proximal neck was an inverted funnel shape (greater than 10% increase in diameter of the proximal neck). Since the patient's ipsilateral iliac artery had a short distal working length of 20mm, the physician was unable to deploy an iliac leg graft of 54mm length in the ipsilateral iliac artery, and placed it with a two stent overlap with the main body to have a sufficient overlap. Another iliac leg graft of the same size (37mm length) was placed over the first leg, half of the stent was shifted down to extend the sufficient sealing site to just above the internal iliac artery. Final confirmatory angiography revealed a proximal type I endoleak. Another manufacturer's stent, mounted on another manufacturer's 20mm balloon catheter, was placed in the proximal site. A resolution of the endoleak was confirmed, and the physician finished the procedure. The patient has shown recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, importance of an accurate deployment. It should be noted that the physician commented that it was felt the proximal type I endoleak was caused by an inverted funnel shape of the proximal neck. It was also indicated that the patient's anatomy was not the proper indication. It is possible that the shape of the patient's proximal neck may have been a contributing factor to the endoleak. We have notified the appropriate individuals and we will continue to monitor for similar complaints.